Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg more than 500 mg/dl); cause was not known. Customer changed the cartridge/infusion set multiple times. After the last change of pump supplies, bg declined. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.